Event description:
It was reported that the patient noticed a loose infusion set connector to the iLet pump and observed escalating glucose readings up to 314 mg/dL, consistent with an infusion set deployed or attached incorrectly and involving the cannula component; the patient believed insulin delivery was interrupted, and troubleshooting confirmed insulin remained in the cartridge with drops observed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem, consistent with an improper or incorrect procedure or method related to attaching the infusion set connector and the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.